Event description:
On (B)(6) 2022 a patient underwent a lateral interbody fusion procedure from l3 to l5. During insertion of the spacer at the l4-l5 level the implant fractured. All broken pieces were removed and a second implant was utilized. The surgery was completed without issue and there were no injuries or adverse consequences to the patient.

Manufacturer narrative:
The device was returned to nuvasive for evaluation and the complaint was confirmed. Review of the returned device found the implant was fractured at the inserter connection point and is consistent with off angled excessive force. Review of the complaint report identified the fracture took place during implantation into the disc space. The root cause of the failure is considered to be the result of excessive force during impaction and/or an attempt to distract the disc space with the device and is considered to be the result of technique and implant selection. No additional investigation required. Label review "warnings, cautions and precautions - the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "All implants should be used only with the appropriately designated instrument (reference surgical technique)." "Pre-operative warnings - care should be used in the handling and storage of the coroent implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments." "Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient."